Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that between 11:26a to 11:30am on (B)(6) 2017, the patient's spo2 dropped 14% saturation but the monitor did not trigger red desat alarm. The device was in clinical use at the time the issue was discovered. The patient was bagged and suctioned.